Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The customer noted that a system reagent showed empty in the system software, but the bottle had remaining volume. The customer noted they are needing to replace the na electrode every 2 weeks. The customer noted that quality controls recovered outside of the 2 standard deviation range. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode on a cobas c 303 analytical unit. The sample initially resulted in a na value of 151 mmol/l. The sample was sent to a reference laboratory where it was tested using an unknown method, resulting in a na value of 142 mmol/l. This value was deemed correct by the customer.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The second patient sample was tested on (B)(6) 2025.

Manufacturer narrative:
The customer reported that they received discrepant na results for a second patient sample tested on the c 303 system. This sample initially resulted in a na value of 147.9 mmol/l and it repeated as 140.0 mmol/l. This sample resulted with a k value of 3.38 mmol/l and a cl value of 102.1 mmol/l.